Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2 hardware failed, and device was not on the bus. A field service engineer found full height drawer was not detected on the bus and swapped pyxibus module controller and drawer controller, but the drawer did not power up. Further, the fse retrieved spare drawer from unused station and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.